Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device has a broken shell, brown particles material was found on the shell, and fold creases. A weight test of the device was completed and the device was found to be underweight. A microscopic analysis was performed which identified a broken crease(sharp). Based on the device analysis the final assessment is a broken crease(sharp) in the side posterior assessed as fold(flaw) opening.

Event description:
Health professional reported right side rupture, "size has increased," "pain in inferior aspect of the wall," and "fluid was aspirated which did not reveal any abnormal cells." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture, "size has increased," "pain in inferior aspect of the wall," and "fluid was aspirated which did not reveal any abnormal cells." Device was explanted.